Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 23-may-2023. H3 - device evaluation: the lens was returned dry in a vial with residue/debris on the lens. Visual inspection found no visible damage to the lens but the foreign material on the lens surface was specifically fibre. Dimensional inspections found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/1.0/079 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as device. Reportedly, the doctor put the lens in patient's eye as instructed by ocos and it went to high vault. Therefore, doctor thinks there should be a problem with the product or with ocos.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).